Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2016 with the following findings: a review of the pump¿s black box revealed evidence of occlusions with several cs154 alarms due to high force. The ez- prime steps were performed correctly with no alarms occurring. The product performed within specification. The original complaint was unable to be duplicated. The pumps cover was removed and there was no intermittent conditions found to the flex pins. Unrelated to the original complaint, the battery compartment was observed to be cracked.